Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that reprogramming on (B)(6) 2014 resolved the issue without sequelae. The cause of the out of range impedances was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and cervical radiculopathy. It was reported that telemetry reports dated 2014-jun-06 and 2014-oct-15 noted 4 of the 30 electrodes were out of range. No patient complications were reported as a result of this event.